Event description:
In 2007, the pt's sister reported the pt's blood glucose went so low there was no reading on the meter. She stated the pt's mother gave the pt glucagon and called the ems. She said that when the ems took the pt's blood glucose reading it was 4 mg/dl and they gave the pt 2 injections of insulin to bring her reading up to 179 mg/dl. The following day, the pt called in to report the incident. She stated she is pregnant and lay down yesterday to take a nap and the next thing she remembers is waking up with paramedics around her. She stated when the ems first tested her blood glucose it was 14 mg/dl, then 19 mg/dl, and then, after putting her on an IV, it was around 70mg/dl. She stated she remained on the IV for a little while and when the ems left her blood glucose reading was 179 mg/dl. The pt said she programmed a temporary basal rate decrease of 20%, but 2 hours later, her blood glucose levels dropped again. She said she was hot and sweaty and treated her blood glucose by eating and again decreasing her basal rate. She stated she also disconnected from her insulin infusion device for 20- 30 minutes. She said, before bedtime her blood glucose jumped to the 200 mg/dl range which she expected after the IV and her corrections. She stated she woke up this morning with a reading of 72 mg/dl which is normal for her since she has been pregnant. The pt stated, she has noticed her blood glucose drops whenever she changes the cartridge but does not normally drop this much. Troubleshooting did not find any product issues. The product was replaced and requested to be returned for eval.